Manufacturer narrative:
G4: 10nov2020. B4: 11nov2020. Technical support (ts) verified with the customer that the alarm led illuminated as expected. Ts reviewed the service manual with customer as suggested replacing the power switch overlay. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported a ventilator with an alarm light emitting diode (led) failure. There was no patient involvement or harm reported.